Event description:
A report received from the USA stated that the lower half of the display on an 840 ventilator was erratic. There was no report of pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) and updated the backlight inverter pcb's. The unit passed extended self-testing (est), short self-test (sst), all calibrations and a performance verification according to the manufacturer's specifications. (B)(4).